Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, infection, dyspareunia, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02692. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency, nocturia, and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent vaginal scar revision on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital due to vaginal atresia, vaginal scarring and frequency of urination.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a total abdominal hysterectomy, abdominal sacral colpopexy, cystocele repair, sigmoid rectopexy, enterocele repair. It was reported that the patient experienced pain, urinary and bowel disturbances post implantation.(B)(4).